Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9: yes 3/19/2024, h3:yes, anticipated but not begun, h10, remove 67, 4114, 3221 d9: yes 3/19/2024, h3:yes, anticipated but not begun, h10, remove 67, 4114, 3221.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and in the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.